Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that it was difficult to place the recharger antenna because the implantable neurostimulator (ins) was implanted at an angle in her body. No patient symptoms were reported. The indication for implant was spinal pain.

Event description:
Additional information received from the consumer reported that the difficulty in recharging had been resolved with the help of adhesive disks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.